Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2019-00133 to 3003853072-2019-00142.

Event description:
It was reported that during the procedure the threads of eight plugs were damaged and the tip of two final screwdrivers fractured, all broken pieces were retrieved. An alternate driver and alternate plugs were used to complete the case. There was no reported patient harm or surgical delay. This is report three of ten.

Event description:
It was reported that during the procedure the threads of eight plugs were damaged and the tip of two final screwdrivers fractured, all broken pieces were retreived. An alternate driver and alternate plugs were used to complete the case. There was no reported patient harm or surgical delay. This is report three of ten.

Manufacturer narrative:
The returned driver was evaluated. Visual inspection showed that the tip of the driver is fractured in a manner consistent with off-axis forces. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. Tip fracture of the plug driver likely occurs when the driver is over torqued or when force is applied off axis.